Manufacturer narrative:
The insulin pump was unable to prime during prime test due to faulty force sensor system. The pump was unable to perform functional testing including occlusion test, excessive no delivery test due to prime anomaly. The pump had scratched display window.note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of high blood glucose readings and a priming anomaly from the insulin pump. The customer's blood glucose reading was over 700 mg/dl. The customer stated that she has experienced diabetic ketoacidosis symptoms for the last two days. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flushed. The customer reported the drive support cap to be normal. The customer was advised to reinsert the reservoir and run manual prime. The customer stated that insulin did exit the tubing. The customer stated that the basal rates are correct. The customer was assisted in performing the hp test. The customer stated that the hp test passed.